Event description:
Our team was doing an endobronchial ultrasound (ebus) with doctor and respiratory therapist (rt) assisting with the procedure. Our main issue was with the balloons that are supposed to go on the end of the bronchoscope in order for the surgeon to visualize accordingly. Both the rt and the doctor tried to replace these balloons, and each time they did not inflate correctly and ended up leaking through one to two tiny holes in the balloons. Because of this, we were not able to get all the samples desired during the case as we needed the balloon to do the aspirate part, and each balloon malfunctioned. Unfortunately, the balloons were discarded as the patient was on precautions for possible tuberculosis. We were able to get the bronchial lavage and wash complete and sent to lab for processing. Lot numbers and expiration for olympus balloons (model maj-1351) are: sterile lot #1k6087 lot 15k expiration 4/30/2026 x2; sterile lot #9k6090 lot 96k expiration 5/31/2024.